Manufacturer narrative:
After reviewing previously submitted mdrs, discovered this emdr submission had failed due to "no valid device code submitted." Resubmitting with additional device codes. Original submission date was 7/8/2015.

Event description:
(B)(4) received letter from an attorney regarding an incident involving a walker that (B)(4) imports and distributes. Enduser was using walker indoors when front wheel allegedly broke. Enduser fell and fractured her wrist. This report is based on verbal information received from attorney, along with medical records sent by attorney.